Manufacturer narrative:
The instructions for use (IFU) and the patient brochure both indicate infection and pain as possible adverse events. The user facility reports that the revision was successful and the patient has been discharged from the hospital in stable condition. The operative report states there is no evidence of hardware failure. Visual evaluation of the returned implants confirmed no evidence of excessive wear. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File five of five for the same event.

Event description:
The surgeon informed the clinical research staff of a revision surgery due to an infection and chronic pain. The operative report states "findings: no evidence of hardware failure and no evidence of any chronic granulation tissue. No evidence of infection. The soft tissue around both devices was mature. Soft tissue biopsies as well as cultures were obtained."